Manufacturer narrative:
Section a2, a3, a4, and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter last name: unknown, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic broke while the surgeon was advancing the metal plunger. The iol was inserted into the patient's eye and it was removed in the same procedure. A back-up lens was used as the replacement iol. Account indicated a prolonged surgery time due to the event. No further information available.